Manufacturer narrative:
Image processor software reinstalled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))..

Event description:
It was reported to philips that image loss and system freeze occurred during procedures on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.